Event description:
The patient received her scs system on (B)(6) 2010 including an ipg. It was reported the patient's charger and programmer are unable to communicate with the ipg. An sjm representative met with the patient to resolve the issue, but was unsuccessful. The patient has not used the scs system since (B)(6) 2011. A new charger was sent to the patient. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.